Event description:
Spontaneous call from patient regarding cassette issue. Patient states that the pump double beeped, had no error message at all. Patient tried to reposition the pump/cassette (move it), pump still beeped, tried to stop the pump, got a no disposable pump error message. Patient changed the batteries, took the cassette off, deaned bottom of pump with alcohol pad, turned pump on, still beeping, waited couple minutes, stopped pump, switched pumps. Used same cassette and it is working. Patient believes something strange is going on with the cassettes, patient states she has been on remodulin for 5.5 years and never had problems before, but started having cassette issues this month. Cassette lot number 4227746. Pump that had error msg: serial number (B)(4) (expiration: 02/2023). Patient does not want this pump replaced because she feels this is a cassette issue and will call back if any further issues. Did the product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(4) by pt/caregiver.